Event description:
It was reported that the patient was experiencing inadequate pain relief and discomfort at the implantable pulse generator (ipg) due to weight loss. The patient underwent spinal cord stimulation (scs) explant procedure. Patient was doing well postoperatively. Nothing will be returned because of facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 21680426 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number:(B)(6). Batch/lot number: 21539174 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).